Event description:
The following information was provided: on (B)(6) 2023, the patient underwent a right hip revision, resection of proximal 3/8 femur with fragmented bone, removal of pseudotumor and insertion of cemented prostalac to address infected right hip, diffuse cellulitis, segmental bone loss proximal 3/8 femur with fragmentation, greater trochanteric deficiency with escape superior migration and fragmentation, metallosis, osteomyelitis, multifocal deep abscess, pseudotumor, and pain. Depuy cup with a metal bearing, dual-mobility bearing in place, there was a competitor restoration mod stem were removed. Competitor cement and components were implanted during this procedure. Doi: (B)(6) 2010 (cup ) doi: (B)(6) 2021 ( dm liner, head ) dor:- (B)(6) 2023 affected side : right side this pc is a link to (B)(4).